Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/ patient. An additional phone number was provided of (B)(4).

Event description:
The customer complained of discrepant inr results with coaguchek meter, serial number (B)(4), when compared to a laboratory result using thromborel s method. The customer received a meter result of 4.3 inr and a laboratory result of 3.2 inr. The metered blood result was tested with a venous blood supply, from a drop of blood from a plain syringe. The customer's therapeutic range is 2.5 ¿ 3.5 inr. There was no allegation that an adverse event occurred. The customer has not had any recent dietary changes. The customer had recently doubled her blood pressure medication and had been experiencing a fluctuation in her blood pressure, in addition, to have been under a lot of stress lately. No customer material will be sent to roche for analysis. Relevant retention test strips (lot 304974) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.